Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing resulting to inappropriate shock therapy. However, there was no pacing inhibition, no asystole and no therapy exhaustion. Further, the patient had normal sinus rhythm. No adverse patient effects were reported. The rv lead was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured approximately 20.5 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.